Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that sheath caught marker. A flexima ureteral stents was used in the biliary. During procedure, it was noted that sheath caught marker. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed missing radiopaque (ro) marker.

Manufacturer narrative:
Device evaluated by MFR: it was observed that the stent, the accessories, and the stabilizer were returned for analysis. It was possible to observe that the ro marker was not on the stabilizer. No other issues were identified during the product analysis.